Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting, the pump was reset and the malfunction alarm was cleared. It was also reported that multiple cartridge change errors and a cartridge alarm occurred during the load sequence. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to an alternate form of insulin therapy.